Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of invanz 1 gm/50 ml. During priming prior to pt use, the nurse reported that moisture was noted. No specific details were provided. At this time, the nurse noted that the semi-rigid adapter of the clave secondary port was bent sideways and had snapped off. The nurse reported that about 1/4 of the solution in the solution container leaked. The nurse clamped the slide clamp to stop the flow of the solution. The tubing set and the solution container were replaced and the therapy was initiated. Though requested, no additional information was provided.